Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis the past week, and the insulin pump was not delivering the bolus. The customer stated that the hospital thinks the insulin pump is malfunctioning. No further information was provided.